Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device. The evaluation was unable to reproduce the system error 105. The device was tested for 24 hours and no malfunction could be identified. Further engineering investigation is in progress and when complete, a supplemental report will be provided.